Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they were having issues with calcium gen. 2 (ca) precision on the c702 analyzer. The customer stated that starting on (B)(6) 2015, they have been seeing high results in one out of every 10 samples tested, with an unspecified total number of patient samples. The customer provided examples from 2 patient samples that had questionable results. Of the two samples, one had an erroneous result. It was asked, but it is not known if the erroneous result for this sample was reported outside of the laboratory. The customer mentioned that results from some of the affected samples were reported outside of the laboratory. The sample had a result of 2.45 mmol/l. The same sample also had a result of 3.2 mmol/l. It was asked, but it is not known if any patients were adversely affected. No adverse events were alleged. The ca reagent lot number and expiration date were asked for, but not provided. The cuvettes were changed on (B)(6) 2015 and system washes were found to be installed correctly. It was noted that "millipore (70 clinical) qgard" was changed on (B)(6) 2015. A steri-strip piece was found stuck on the cell cover on (B)(6) 2015. The customer set up to analyze ca results in duplicate and on (B)(6) 2015, results from 2 additional samples were questioned. The customer later changed the "millipore progard" and switched the ca test to a different disk rotor on the analyzer. No improvement was seen after switching to the different rotor. No further result information was provided. The field engineer later checked the analyzer and found that the gear head pump had an electrical connector that was disconnected, therefore causing the pump pressure to be low. Subsequent precision studies were performed.